Manufacturer narrative:
Medtronic representative manipulated the cable and the camera would regain functionality. Noted was evidence that some unknown site representative had been working on the navigation system, and there are unexpected instruments added to the procedures. Return requested. Replacement assy-power cable shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis. On (B)(4) 2016 a medtronic representative, following-up at the site, confirmed that the cable was replaced and the camera is now receiving power. System performed as intended. Noted was that the medtronic representative checked out the instruments added to the polestar application and saw no out of the ordinary instruments. No further issues have been reported.

Event description:
A site physician alleged that, while in a cranial resection procedure, there was no power prior to attempting to perform the second polestar scan. Within tracking view, the camera was not being identified within the polestar or cranial mach software. In trouble-shooting, the site surgeon shut down the software, shut down the hardware, inspected and re-seated the camera cable without resolution. The surgeon opted to abandon navigation after a 30 minute delay in therapy. The surgeon continued and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the issue occurred before there was an incision on the patient. Investigation of returned suspect camera power cable was unable to replicate the reported issue. The returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no shorts or opens detected. No problem found.